Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. Although the doctor identified two (2) different shades of premise composite associated with the yellowing of the patient's restoration, the doctor could not confirm which shade had caused the yellowing; therefore, no product information was identified in this report. The shades involved in the alleged incident include premise d3 from lot number 4596935 with expiration date 03/01/2012 and premise clear from lot number 3630133 with expiration date 01/01/2014. The doctor initially noticed the yellowing during the patient's routine follow up exam and replaced the restoration on the first occasion; however, specific incident information could not be recalled. The patient had returned for a routine visit on (B)(6) 2012, when the doctor noticed the yellowing a second time and replaced the restoration again. During a routine visit on (B)(6) 2013, the doctor noticed the yellowing a third time; however, the restoration has not yet been replaced. An appointment has not been scheduled to replace the restoration at this time. Further information has been requested should the patient seek any further treatment regarding this incident. A follow up report will be submitted if any new information is provided by the doctor. To date, the patient is doing fine. The products were not returned; however, retain samples were evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that a patient's restoration had turned yellow and was replaced two (2) times after placement with the premise d3, premise clear and optiguard products.